Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, the patient experienced secretion of bloody malodorous fluids from the stoma, hard skin around the stoma, and redness of approximately 1 cm. The treating physician ordered antibiotic dalacin 300 mg 4 times daily, which the patient started on (B)(6) 2017. On (B)(6) 2017, it was reported that the stoma was in excellent medical condition after 10 days of treatment with dalacin. The bloody stinky fluids from the stoma, hard skin around the stoma, and redness of about 1 cm around the stoma have completely subsided.